Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 16 (delivery request fail) occurred during fill tubing. Reportedly, the user believed the cartridge was filled with 300 units; however, acknowledged that they likely overfilled the cartridge. There was no impact to the user's blood glucose level. The user would load a new cartridge.